Event description:
(B)(4). Constant discharge, cramping, painful intercourse after placement in 2005. Severe pain in side to point couldn't walk,perforated tube, high inflammation, anemia, cancerous tumor in ovary, found after hysterectomy in 2013.